Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
¿Peripherally located neonatal central catheter was planned to be removed. Rn unwrapped blanket and found neopicc was snapped below the stat lock hub. Line was pulled out in its entirety without issue.¿